Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced solenoid 5 and resolved the issue. The part was returned for further evaluation. The return part assessment demonstrated that the part had no visible damage/defect. To verify electrical performance, valve was actuating when connected to the required 24 volt power. Therefore, the return part did not support the previous conclusion that the part was defective. The cause of the reported issue is unknown.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the error condition of "backwash tank still full" and the tank was not draining. The fse found solenoid 5 to be faulty. The fse replaced solenoid 5 resolving the issue. (B)(4).

Event description:
Customer reported an error condition of "backwash tank still full" was generated when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.